Manufacturer narrative:
Pump was received with button error alarm due to corroded keypad traces. Unit had cracked case at display window corner, minor scratched lcd window, broken battery tube threads, cracked reservoir tube lip and cracked reservoir tube window.

Event description:
Customer reported via phone call to have received a button error alarm and was not sure how it occurred. Customer's blood glucose was 157 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced.